Event description:
The patient had undergone a right total hip replacement several years ago. The patient had been complaining of severe right groin pain. The history and physical indicated the patient had tried conservative treatment in the past with no relief of his symptoms. "He does have a depuy implant, which has been recalled. He was worked up for infection with a sedimentation rate and c-reactive protein (crp), with those being 4 and 0.3 respectively. With his lab work done, it does not appear infected. He did have a bone scan done, which did show loosening of his right acetabular component. He also has a metal-on-metal type implant, and his chromium levels when testing his blood work were severely elevated." Md also noted: "he most likely has a loose acetabular component and inflammation from a metal on metal type reaction." The patient then underwent right hip revision of the acetabular component in early 2011. The operative report indicates the finding of "loose acetabular component." The patient tolerated the procedure well, and was discharged home shortly thereafter.